Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because the device serial number had not been provided. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 10 and that the pump had frozen. They stated that this resulted in an approximately 48 hour delay of therapy and that the patient had no alternative method of feeding. Mmdg did follow up with the initial reporter who stated that the patient hadn't experienced any harm due to the complaint. No other information was provided. (B)(4).